Manufacturer narrative:
E.1. Initial reporter address 1:(B)(6) e1: initial reporter facility name: (B)(6) h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged unit packaging as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged unit packaging. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, it was found that the packaging of the arterial blood collection device was damaged. This event occurred 1 time and no report of adverse or injury.